Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received an occlusion alarm. The occlusion was resolved by changing the infusion set; however, no issues were observed with the supplies when they were changed. As the occlusion had occurred in the past, troubleshooting to confirm the cause. The customer had reported that the blood glucose (bg) level had been high (250-400 mg/dl). An insulin pen and a bolus were used to address the high bg.